Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/19/2019. The customer troubleshot with technical support. The customer replaced the central processing unit cpu printed circuit board assembly pcba.

Event description:
It was reported that the ventilator had an alarm issue error code backup test failed during power on. It is unknown if the unit was in patient use at the time of the reported issue.